Manufacturer narrative:
Unique identifier (UDI)#:(B)(4).

Event description:
In the morning, the customer performed calibration of ise indirect for gen.2 chloride on the cobas integra 400 plus analyzer which was questionable, but thought it passed. The customer then began testing and obtained low chloride results "in the 70's" for multiple patient samples. The specific number of samples involved was unclear. The customer cleaned the mix tower and repeated the calibration and controls, which seemed to resolve the issue. The patient samples were then repeated. Of the data for nine patient samples provided by the customer, five were discrepant. Only the erroneous result for one patient sample was released outside of the laboratory to the physician. The initial result was 77 mmol/l. This result was released outside of the laboratory. The repeat result was 98 mmol/l. A corrected report was issued. The patient was not treated based upon the initial result; the physician did not see the results until both the initial and repeat results were available. No adverse event occurred. Later in the day, the customer again noticed low patient results and stopped analyzing samples. They attempted to calibrate but were unable as a flag occurred on the calibration. The customer replaced the calibrator solutions, performed additional unspecified maintenance, and called technical support. The technical support representative (tsr) reviewed the data for the calibration prior to the event, and found the results for the replicates were too far apart. This is typical of an issue with the mix tower or the probe. The tsr suggested that since the indirect calibrator replicate results did not match each other, nor the calibrator solution result, that the customer should replace the bottle of indirect calibrator. The customer replaced the indirect calibrator and performed a calibration and qc, which were acceptable. The customer then repeated the samples which originally had low results. No specific data was provided. The chloride electrode lot number is 21563847 with an expiration date of 03/10/2017. The field service representative inspected the instrument and reviewed the previous maintenance performed by the customer. He ensured that the ise (ion selective electrode) mix/dry and fluidics were all within specification. He performed three precision tests (one with patient samples and two with pre-made calibrators) which were acceptable. The customer performed calibration and qc which were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Potential root causes could be imprecise pipetting of the calibration solution; incorrect mixing, washing, or drying; or clotted or damaged tubing. Performance checks help to exclude issues with tubing and electrodes; if this check is acceptable, a dosing issue may be the cause. When the calibrator replicates are too far apart due to pipetting or measurement issues, a deviation flag appears to alert the user. Cleaning the mix tower and repeating calibration and qc seems to have resolved the issue in this event.